Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There was no frozen screen on the insulin pump. The device alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the lcd window corners, cracked reservoir tube, cracked battery tube threads and scratched lcd window. Note: this is a remediation. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 537 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer was advised the up or down button may be stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.